Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported by a labor and delivery rn that while administering a loading dose of magnesium sulfate to a pregnant patient, the magnesium sulfate infused faster than expected. Testing by the facility biomed was not able to duplicate the reported issue.